Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/31/25 an ilet user's daughter reported the user experienced a low blood glucose (bg) event requiring the assistance of ems to treat. The event occurred on 1/31/25. The user experienced a severe hypoglycemic event after announcing a dinner meal bolus did subsequently not eating very much. This resulted in a bg drop. Prior to the meal, they had another low bg but were trending upward and above 100 mg/dl before eating. Their blood glucose dropped to approximately 30 mg/dl, remaining under 70 mg/dl for about 1.5 hours. The user's daughter contacted ems, who administered a glucose gel. At the time of ems departure, the user's bg was 76 mg/dl, and at the time of follow-up, their cgm was reading 68 mg/dl while a fingerstick showed 82 mg/dl. The agent assisted the user's daughter with calibrating the cgm. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident. The user consumed 3 glasses of orange juice, a truffle, and 2 pieces of fudge to correct the low. Symptoms included clamminess, sweating, fatigue, and inability to stand independently. The user remained on the ilet throughout the event and was not admitted to the hospital.